Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The patient was admitted to the hospital. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient was not symptomatic to the noise. On (B)(6) 2015 the patient experienced a vt storm and deceased; all resuscitative efforts were unsuccessful. It was noted the patient did receive multiple appropriate shocks from the defibrillator and external defibrillation. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown.